Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's atrial lead became dislodged post implantation procedure. Lead dislodgement was discovered via chest x-ray. It was noted that the patient was flailing their arms as they were being moved from the procedure table to their bed. Patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the lead insulation was nicked with the scalpel. The lead was explanted and replaced with no complication. The patient was asymptomatic before, during and after the procedure.